Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the yellow cable is damaged. The reported event was confirmed. The supplier evaluation revealed damages at both red and yellow rope. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the yellow cable is damaged. There was no harm or adverse event for patient, operator or third party reported. No further information received.